Event description:
It was reported that the patient connector of the transfer set was not connected with the titanium adaptor well after the transfer set was changed. It was reported that the patient connector ran idle and did not stop to the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The inner diameter of the patient connector was measured and found to be within specification. The device passed all performed testing with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.